Event description:
It was reported that the patient lost stimulation on (B)(6), but was able to restart the neurostimulator with his programmer. On (B)(6), the patient lost stimulation again, and it was not possibly to communicate with the neurostimulator using the patient or physician programmers. The patient had been interrogated on (B)(6), and the battery life remaining was estimated at 27.3 months. An impedance measurement from that interrogation session showed an impedance value below 50 ohms on electrode pair 0/1. It was not known if the patient had been using that pair. It was reported that there was no patient injury; however, a neurostimulator replacement would be planned. Additional information has been requested, but was not available as of the date of this report.